Event description:
I had a realize lap band put in, in 2009. I soon had problems eating the way they told me. I wanted it out but was told insurance wouldn't take it out. I had horrible gerd- pain when eating and choking at night on fluid. In 2015 I tried to get it removed but was denied. Finally in (B)(6) 2018 after my stomach was rotated and years of horrible gerd, I got it removed. I am having a scope (B)(6) 2018 to see what long term damage it caused. It was the worst mistake of my life getting it. You can't eat vegetables- lettuce-or proteins unless you lube them with mayo. It¿s not a weight loss tool at all. It does nothing but give you gerd and damage your esophagus, I also had ongoing discomfort at port site. It should be removed from the market.